Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line became disconnected from the cartridge. Customer's blood glucose level was not adversely impacted. Customer successfully loaded a new cartridge onto the pump.